Event description:
A consumer reported peritonitis in a patient, coincident with dianeal pd2 2.5% ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. In (B)(6) 2013, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was not reported, however, the patient was treated with vancomycin and fortum. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore the problem was not confirmed. The assignable cause could not be determined, as no device malfunction nor use error was identified during the report. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.